Event description:
It was reported that this pacemaker exhibited low out of range pace lead impedances on the right atrial (ra) lead. The patient has atrial fibrillation (af) and noise was not observed. Technical services (ts) recommended in clinic isometrics to test impedances. Ts recommended programming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.